Manufacturer narrative:
H4, 6:information anticipated, but unavailable at this time.

Event description:
It was reported that during a long limb roux-en-y procedure, the staples did not fire around the entire circular stapler requiring the anastamosis to be hand sewn. There was no pt consequence.